Event description:
Event description cpi received information that this patient with an endotak lead (0074) and an automatic implantable cardioverter defibrillator (aicd) (1625) was experiencing oversensing. At this time the patient is being monitored.